Event description:
The customer reported a spark was noticed in the male plug end of the ventilator's power cord while plugged into the ac power wall receptacle. The customer reported the ventilator was in use on a pt, and there was no pt harm. The ventilator's performance was not affected. The ventilator continued to function and ventilation to the pt continued. The MFR's service tech reported the customer had already removed the plug end from the power cord during their eval. The service tech reported visual examination of the plug revealed physical damage and discolorization inside the plug. The service tech provided a new power cord to the customer to correct the problem. Factory failure analysis of the plug revealed physical damage due to user abuse.

Manufacturer narrative:
Power cord male plug.